Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed and pump stop events. Additionally, a specific cause for the reported syncope event, as well as a direct correlation to heartmate ii lvas, (B)(6) , could not conclusively be determined through this evaluation. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the submitted log file are consistent with damage to one or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determine through this evaluation. The submitted log file contained data from 02may2021 at 18:29:39 to 03may2021 at 7:50:07. The pump fixed speed was set at 9400 rpm with a low speed limit of 8600 rpm until fixed speed was changed to 8600 rpm with a low speed limit of 8000 rpm on 02may2021 at 20:18:27. On 02may2021 and 03may2021 there were numerous captured events where the pump speed was below the low speed limit resulting in 183 low speed hazards, 28 low speed advisories, 200 low flow hazards and 12 motor stopped flags active. Pump power and calculated flow ranged from 0-11.9 watts and 0-8.7 lpm during the low speed events. The pump stop and low speed events occurred while the patient was supported by power module power. An x-ray of the driveline near the exit site revealed an area of shield breakdown proximal of the external driveline repair. The remaining driveline did not appear to have any other areas of concern. The patient remains ongoing on heartmate ii lvas, (B)(6) . No product is available for investigation. There were also incidental findings of battery backup faults and replace controller alarms (investigated in MFR# 2916596-2021-04204) the relevant sections of the device history records for (B)(6) and driveline (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 17apr2012. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 entitled ¿introduction¿ lists all adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2019-02953. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to ed after experiencing syncope. The controller alarmed for low flows. The patient was connected to a power module with a normal patient cable. The pump could not maintain fixed speed but when connected back to batteries the pump returned to normal values. The patient was put on ungrounded cable and intubation. The patient previously had a driveline replacement in (B)(6) 2019 and driveline x-rays did not show anything new since then.